Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim blood leaking from the septum during usage of smartsite tri extension.

Manufacturer narrative:
No 20038e7ds sample was available for investigation. The customer reported that the affected sample was from lot ta240066 and "blood [was] leaking from the septum during usage of smartsite tri extension". As part of the investigation, the customer provided photographs and a video of the affected sample. Analysis of the video confirmed the customer's experience as leakage of blood was observed from the piston of the three smartsites. No obvious damage was visible to the smartsite components which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240066 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against the smartsite component are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
Changes to annex b, c & d code due to sample returned for investigation. Investigation result: one 20038e7ds sample from lot ta240066 was received in sealed packaging for investigation, in which the customer has stated: "blood leaking from the septum during usage of smartsite tri extension." The returned sample was subjected to leakage testing and the customer's experience was confirmed. Leakage was observed on all three smartsite components, which, upon closer inspection were all found to have oval female luer adaptors. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240066 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.